Event description:
The patient was contacted by animas on (B)(6) 2012 and the patient indicated that she experienced blood glucose levels up to 20 mmol/l and also had low blood glucose levels to 2.4 mmol/l requiring administering glucagon. The patient did not report any signs or symptoms related to the high blood glucose levels and the elevated blood glucose levels do not meet animas criteria for an adverse event. The patient indicated having an issue with the pump rebooting during use due to a battery cap issue; the patient indicated that she was aware of the issue and continued to use the pump. The pump was reviewed and found that the prime history showed patient completing primes multiple times per day related to the power issue. The pump history also indicated an inconsistent total daily dose likely related to the power issue. The patient was unable to confirm the bolus amounts as she could not remember. The patient denied that she would have primed while attached. This report is made based on the allegation that the patient experienced hypoglycemia requiring the administration of glucagon while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated rebooting had occurred, and one "replace battery" alarm was observed. Visual inspection revealed that the battery compartment is cracked. The battery cap was not returned with the pump for investigation. A test cap was used to complete testing. The test cap secured appropriately to the pump. The pump powered on normally with no alarms. No power issues occurred during testing. The reported power issues could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that she was aware of the battery cap issue. A stripped battery cap is considered to be obvious and detectable to the user; the issue should alert the user to discontinue use of the device. The alleged malfunction is not likely to cause an adverse event. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. Additionally, the reported battery cap issue is not likely to contribute to a low blood glucose. No conclusions can be made at this time.